Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D3 correction: manufacturer information was corrected. D4 correction: additional device information was corrected. D6a correction - date of implant was corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the cervical lead was explanted and replaced on (B)(6) 2022 rather than the thoracic lead.